Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received (B)(6) hospital personnel.

Event description:
It was reported that the patient received inappropriate therapy due to dislodgement. Lead was explanted and replaced. At explant, the lead was broken. The physician does not suspect malfunction.